Manufacturer narrative:
Results: the pusher assembly and introducer sheath were kinked in multiple locations. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly and introducer sheath were kinked in multiple locations due to return packaging conditions. Due to this damage, the root cause of the reported resistance could not be determined. Further evaluation revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. This damage was likely incidental and likely occurred after successful withdrawal of the ruby coil from the patient. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil was unable to advance out of the microcatheter. Therefore the ruby coil was removed and the procedure was completed using the same microcatheter and additional coils. It was reported that the patient has tortuous anatomy. There was no report of an adverse effect to the patient.